Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. The customer reported a low blood glucose (bg) level of 64 (mg/dl) and indicated they would eat dinner to address their bg levels. It was indicated that manual injections were available for diabetes management.